Manufacturer narrative:
Date of event: the event occurred on an unspecified date in february 2023, further described as two weeks ago. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective patient line caps were missing from two (2) amia automated pd cycler sets. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. It was further reported that the caps were not found in the box. There was no report of patient injury or medical intervention associated with this event. No additional information is available.